Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, active current measurement, and self test. No pump error 23 alarms noted during testing. However, unit received with unexpected battery power loss and had high sleep current. In addition, pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2023 at 04:00:00.000, 05:33:04.000, 08:10:00.000, 16:45:28.000, and at 23:21:38.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. Pump was cut open to perform visual inspection and found evidence of cold/poor solder joint at the j6 connector/pcba1. Swapped pcba 1 with a test board and sleep current measurement passed. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, label damage, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Pump error 23 not confirmed during testing. However, unexpected battery power loss confirmed as a result of pump error 25. Pump error 25 confirmed in the pump history files on 03/10/2023 and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to cold/poor solder joint at the j6 connector/pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 23-"post-reset ram crc alarm". Troubleshooting was performed and the alarm was cleared successfully and the rewind was completed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not.  Pump will be returned for analysis.